Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male pt's nurse contacted zoll on (B)(6) 2008 to report that the pt had an open blister on his sternum from open heart surgery and it had leaked onto the electrode belt. After multiple follow up attempts, on (B)(6) 2008 the pt reported that the open sore from the surgery was not healing properly because the lifevest was rubbing against it making it drain. The pt discontinued use.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.